Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance vision single-chamber washer/disinfector and found that the trim around the chamber door was bent/dented. The technician discussed the reported event with user facility personnel and was unable to determine why the trim was damaged. The damaged trim may be attributed to the manifold rack being pushed manually into the chamber during the time of the reported event or prior operating activities. The operator manual states (pg.63), "if an obstruction is present in the chamber door, do not attempt to remove the object." The steris account manager performed in-service training on the proper use and operation for the reliance vision single-chamber washer/disinfector, specifically the importance of following proper loading procedures. The technician repaired the trim, ran a test cycle and confirmed the reliance vision single-chamber washer/disinfector to be operating to specifications. The unit was returned to service and no additional issues have been reported. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Event description:
The user facility reported that an employee was manually pushing a manifold rack into their reliance vision single-chamber washer/disinfector when the door came down and contacted their hand. The employee sought/received medical treatment (x-rays) following the reported event.